Manufacturer narrative:
The device was not returned to olympus and an evaluation was not performed. The reported problem was resolved through troubleshooting assistance via the phone between the customer and olympus technical support. Through communication with the customer, technical support determined the problem was resolved upon replacing the mh-984 cable. Based on the available information, technical support assigned the cause of the reported problem to a faulty mh-984 cable.

Event description:
A user facility reported to olympus that, when using the cv-180, evis exera ii video system center, the image produced on the monitor was purple. The reported problem was found during preparation for a patient procedure. The intended procedure is unknown. The procedure was completed with the same equipment after replacing the cable from the cv-180 to the monitor. No patient injury or harm associated with the event occurred.